Event description:
(B)(4) received notice from a customer regarding an incident involving a rollator, a device imported and distributed by (B)(4). Customer sat down on the rollator without locking the wheels in place, causing her to slip and fracture her hand. This report is based on information provided by the customer.